Manufacturer narrative:
This is a final report. The medical event was related to a delivery issue. No further investigation is required. The date of manufacture is unknown.

Event description:
Customer reported that she was unable to check her blood glucose levels because she had not received her adc blood glucose meter. Customer further reported subsequently experienced headaches, dizziness, and thirst. Customer was seen by the doctor and received a reading of 240 mg/dl from the doctor's blood glucose meter. Customer was diagnosed with diabetic ketoacidosis and was treated with insulin and calcium. Customer was placed on a special diet. There was no report of death or permanent injury associated with this event.